Manufacturer narrative:
The report received from a voluntary medwatch form filed by the account indicated that the patient had an endoluminal graft (placed the day before) that had migrated. The physician used a powerflex p3 balloon catheter in an attempt to pull the expanded graft down into a better location. While attempting to do so the balloon separated inside of the graft at the level of the right iliac artery. The patient required surgery to remove the graft and balloon (surgery was not performed solely to remove the balloon). The lesion was mildly calcified, moderately angulated with mild vessel tortuousity. There were no anomalies noted when the device was removed from the package or during prep. The patient is recovering from surgery and the final outcome is not known at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from a voluntary medwatch form filed by the account indicated that the patient had an endoluminal graft (placed the day before) that migrated. The physician used this balloon (a powerflex p3) in the attempt to pull the graft down. The balloon broke off inside the graft at the level of the right iliac artery. The patient required surgery to remove the graft and balloon (surgery was not solely done to remove balloon). The patient is recovering from surgery. Final outcome is not known at this time. Additional information was received that the lesion was mildly calcified, moderately angulated with mild vessel tortuousity. There were no anomalies noted when the device was removed from the package. The device was not inserted through a stopcock instead of a hemostatic valve. No anomalies were noted during prep. The balloon separated from the device. The doctor used it to pull down a aaa graft that was deployed to high. Surgery was required if a balloon was used or not because of the graft being deployed in the wrong place. The balloon broke because it was inflated to proper inflation and then used to try to drag the graft lower.